Manufacturer narrative:
Exact date unknown, event occurred 7 years ago. Explant date: explanted 7 years ago.

Event description:
It was reported that the patient was experiencing intense stimulation which aggravated the patients non-device related medical condition. The patient underwent an explant procedure and the explanted ipg was discarded.